Event description:
Per the clinic, no connection to the internal device could be obtained. There are no plans to explant the device and to reimplant the patient with another device as of the date of this report, november 11, 2011.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2013; during the same surgery the patient was reimplanted with a new device. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed on (B)(4) 2013.